Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was confirmed inoperable. It is unknown when the patient last had stimulation coverage or when the device was last recharged. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, to address the issue. However, during the procedure it was noted the patient's lead was fractured (reference MFR. Report#: 1627487-2016-04805). As a result, the procedure was abandoned. The patent will undergo surgical intervention at a future date to further address the issue.